Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The gastrointestinal videoscope exhibited foreign objects in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The instructions for use (IFU) in reprocessing steps was unable to be confirmed. The foreign material residue point was confirmed to have been free from physical damage. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.